Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 9 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was admitted to the hospital complaining of dizziness and melena. The patient was taking warfarin at the time of this event. The patient's hemoglobin and hematocrit (h&h) upon admission was 6.0 g/dl and 20.1%. The patient was transfused with 2 units of packed red blood cells (prbcs) and underwent a small bowel enteroscopy on (B)(6) 2018 that showed a single angiectasia with bleeding in the proximal jejunum. This was treated with argon plasma coagulation. The patient still reported dizziness and was transfused with 2 units of prbcs on (B)(6) 2018 as a result. The patient¿s h&h rose to 8.9 g/dl and 28.6%. There were no further incidents of bleeding and the patient was discharged to go home on (B)(6) 2018. The manufacturer¿s technical service representative reviewed the submitted log file and observed no alarms.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A direct correlation between the device and the reported gi bleeding could not be determined through this evaluation. It was reported that the patient was admitted to the hospital on (B)(6) 2018 with complaints of dizziness and melena. He was transfused with 2 units of packed red blood cells (prbcs). A small bowel enteroscopy performed on (B)(6) 2018 showed a single actively bleeding angioectasia in the proximal jejunum, which was treated with argon plasma coagulation. The patient still reported dizziness following the procedure and was therefore transfused with 2 additional units of prbcs on (B)(6) 2018, following which his hemoglobin and hematocrit levels increased. There were no further incidents of bleeding and the patient was discharged home on (B)(6) 2018. The patient remains ongoing on (B)(4) vad support and no additional adverse events related to bleeding have been reported at this time. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.